Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2000, explanted: unknown; accessory model: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that there was a fracture in the catheter just distal to connector pin between sutureless connector and existing catheter. A new connector was added. Dye study on unknown date showed inability to aspirate cerebral spinal fluid through side port. It was also reported that the pump had a recurrent seroma and flipping pump. When the pocket was opened "significant amount of serous fluid emptied from the pocket". Culture and gram stain on (B)(6) 2013 were negative for bacteria and no elevated wbc. The pump was infusing compounded baclofen.

Event description:
It was later reported the patient is doing well.